Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station kept freezing. The technical support specialist dialed into the station, checked the database size and authentication logs. The tss observed that the authentication issues had previously caused slowness. However, the latest authentication logs showed that performance returned to normal and was within an acceptable speed range. The tss advised the customer that if slow login responses persisted, the issue should be escalated to the hospital information technology department to check the active directory server service. The customer confirmed that no further complaints were received from the user. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the machine was freezing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.